Event description:
It was reported that during an implant procedure, the lead exhibited a low sensing amplitude. Physician replaced the lead with another one to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.